Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system and passed normal mode. The reported issue was confirmed but not replicated. The issue was related to the axes controller motor (acm) board.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for phone assistance regarding faults 32098 occurring on universal surgical manipulator (usm) 2. The reported complaint persisted after the customer had performed a power cycle. The tse asked the customer if they were able to perform a hard power cycle, but they were not in the position available to do so. The customer was already using a three-arm system configuration, and they elected to disable usm 2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause could be attributed to electrical and fiberoptic defects in the axes controller motor board on the brushless motor controller.

Event description:
Refer to h11 for follow-up information.